Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to pancreas to treat a mainly fluid-filled pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. However, when the second flange was attempted to be deployed, there was resistance with releasing the second flange and the stent got stuck in the scope channel. Additional manipulation was done by moving the catheter hub up and down, and it was noted under eus that the whole stent was deployed in the collection. Another axios stent was placed to complete the procedure, and the physician plans to remove the first axios stent when the patient returns for follow up. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of another axios stent was placed to complete the procedure.

Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Imdrf impact code f2301 captures the reportable event of another axios stent was placed to complete the procedure. Block h11: an electrocautery enhanced delivery system was received for analysis; the axios stent was not returned, as it remained implanted. Visual inspection found no issues with the delivery system. Product analysis did not confirm the reported events of stent positioning issue and additional device required as these events happened during the procedure and without proper evaluation of the device. The cause the reported events cannot be established as the stent was not returned as it remained implanted, and no issues were found on the delivery system. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transduodenal to pancreas to treat a mainly fluid-filled pancreatic pseudocyst during an endoscopic ultrasound (eus)-guided cystogastrostomy procedure performed on (B)(6) 2025. During the procedure, the axios stent first flange was deployed. However, when the second flange was attempted to be deployed, there was resistance with releasing the second flange and the stent got stuck in the scope channel. Additional manipulation was done by moving the catheter hub up and down, and it was noted under eus that the whole stent was deployed in the collection. Another axios stent was placed to complete the procedure, and the physician plans to remove the first axios stent when the patient returns for follow up. There were no patient complications reported as a result of this event.